Manufacturer narrative:
Block h6: device code 1304 captures the reportable event of center image lost. Block h10: these investigation results were provided in a previous report 3007591333-2017-00039 submitted by the manufacturer endochoice on august 25, 2017. The video processor unit was returned to the manufacturer and was evaluated by service personnel. The issue reported by the user facility was replicated; the image on the display was distorted by vertical lines and that it would prevent visualization of the anatomy during a case. The cause of the issue was determined to be a fault on the camera circuit board in the video processor unit (serial number (B)(6)). When the board was replaced the unit returned to normal functioning.

Event description:
This event information was provided in a previous report 3007591333-2017-00034 submitted by the manufacturer endochoice on june 29, 2017. It was reported that there were vertical lines on the images during a colonoscopy. The anatomy was not visible. According to the report, there was no injury or other adverse health consequence to the patient. The user facility was provided with a replacement unit at the time of the malfunction at the site.

Manufacturer narrative:
Device evaluation is pending at the time of this report.

Event description:
It was reported that there were vertical lines on the images during a colonoscopy. The anatomy was not visible. According to the report, there was no injury or other adverse health consequence to the patient.